Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x3.50mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the tortuous and non-calcified mid left anterior descending artery. Following pre-dilation of a maverick balloon catheter, a 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and a bent was observed in the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy 3.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found no kinks or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x3.50mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the tortuous and non-calcified mid left anterior descending artery. Following pre-dilation of a maverick balloon catheter, a 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and a bent was observed in the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.